Event description:
It was reported that patient presented to the hospital after receiving an alert. Upon device check, unspecified backup vvi was observed. It is suspected that the interaction between the remote transmitter and the device, contributed to the backup vvi functionality. Programming changes were made. There were no adverse consequences to the patient.